Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed during use. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the device was received with the right jaw disengaged from the cam. In an attempt to replicate the reported incident, the device was tested for functionality and it ejected the remaining clip due to the condition of the device. In addition; the device locked out as intended but the orange indicator did not show up. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.